Manufacturer narrative:
Sensory battery was returned to the manufacturer for analysis. Analysis found there was no issue with the sensory battery. Enclosure battery converter was returned to the manufacturer for analysis. Analysis found that there was no issue with the converter. The battery tray was returned to the manufacturer for analysis. Analysis found that the batteries had a low voltage and that there was an electrical problem. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation of initial reporter not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the sensor battery, power conversion enclosure, and battery tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. No devices/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system was booting up there was a beeping sound and generator is not booting (generator not ready). There was no patient present.